Manufacturer narrative:
Since the internal threaded rod subcomponent with the alleged fracture was not returned, an evaluation could not be conducted. As such, a cause cannot be definitively stated. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. H3 other text : subcomponent not returned.

Event description:
It was reported that during the procedure the threaded tip of the roi-c inserter fractured. The tip was retrieved and the implant was in final position when damage occurred. Therefore, no alternate was needed to complete the case. There were no reported patient impacts.